Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold of 3.5 volts 1.0 milli seconds and 5 volts 1.0 milli seconds due to aging. Twitching also occurred which experienced by the patient as it was due to high threshold and high output setting. This rv lead was electrically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold of 3.5 volts 1.0 milli seconds and 5 volts 1.0 milli seconds. Twitching also occurred which experienced by the patient. This rv lead was electrically abandoned and replaced. No additional adverse patient effects were reported.